Event description:
It was reported that the patient was experiencing discomfort at the pocket site. Surgical intervention was undertaken on (B)(6) 2019 wherein the patient¿s pocket site was relocated and the ipg was also explanted and replaced.